Event description:
The user has been explanted. Further information stated this was due to medical reasons. The reason for explantation was an infection in the implant area with an exposed coil. In addition there was a biofilm on the implant. Staphylococcus aureus was verified. During explantation, the active electrode was cut off and left inside the cochlea. Re-implantation occurred at a later point in time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The reason for explantation was an infection in the implant area with an exposed coil. In addition staphylococcus aureus was verified. During explantation, the active electrode was cut off and left inside the cochlea. Re-implantation occurred at a later point in time.

Manufacturer narrative:
Additional information: according to received information, the recipient had a post-operative infection in the area of the implant with an exposed coil. Microbiology results showed staphylococcus aureus, which is the most common pathogen found in surgical implant infections and represents a common skin contaminant at the time of surgery. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. The explanted device has not been received for investigation yet.